Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The t:slim x2 user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer received an occlusion alarm. An infusion set change was performed and an additional occlusion alarm was received. The customer's blood glucose (bg) level was 350mg/dl and a manual injection was administered to address the bg level. A system check was performed and the pump performed as intended. No damage was noted to the cannula. Reportedly, the customer had been reusing the current cartridge for the previous 2 months. The customer was to perform a cartridge change as they were certain that this was the cause of the occlusion alarms. The customer declined a follow up call to ensure their occlusion were resolved and stated they would following proper labeling of cartridges going forward.